Manufacturer narrative:
(B)(4). PMA/510(k) #: unknown due to product code not provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
A complaint was received by abbvie for a customer using cook medical tubing with the duodopa system. The complainant, patient's spouse, stated the patient pulled out his j tube on (B)(6) 2018. This tube was placed in the beginning of (B)(6) 2018. As reported, the device has been discarded and the patient would have another procedure scheduled for tube replacement.

Manufacturer narrative:
A review of the drawings, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The device was not returned and therefore we are unable to determine whether the catheter is non-conforming or not. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Document review was conducted and has established that proper procedures are in place to identify/prevent this failure mode prior to distribution. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. IFU was reviewed and identified the following step to be related to security of the catheter: "pull suture end tight to form a loop configuration in the pylorus and inject contrast to verify catheter tip position within the jejunum." "Wrap suture around the catheter and secure with a knot, then trim off excess suture and slide the sleeve over the suture to prevent leakage." "Attach the catheter to the skin surface using the physician preferred method of attachment." No information is available as to on whether these steps were followed properly. Based on the information provided, no product returned, and the results of our investigation, the possible root cause was determined to be product use or handling related (user technique). We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.